Event description:
The device was returned to the manufacturer post mortem. The device was analyzed and tested out of specification. A cause of death was requested and not received.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: pud214725h the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Product ID: 693565, implanted: (B)(6) 2010; product ID: 4592-53, implanted: (B)(6) 2006. (B)(4).